Event description:
Caller states the patient tested 6.8 inr and 4.3 inr on the coaguchek system and 5.0 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.